Manufacturer narrative:
B1: updated. B2: updated. H6: corrected health effect - clinical code, medical device problem code. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. D10. Concomitants -product information: 3928594 200-02-35 - three peg patella 35mm; 4117468 200-04-33 - cemented finned tib. Tra sz 3f/3t; 3904677 234-03-03 - optetrak asy,ps cemented femoral, sz 3, pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 6 years, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. H3. Investigation results- this event is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design-related. This specific tibial insert was packaged for approximately 3 years and 5 months before being implanted. A review of the risk documentation was conducted to ensure the risk was included and the occurrence is below the threshold. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. These devices are used for treatment not diagnosis. There is no additional information available.